Event description:
It was reported that ¿dr (B)(6) was doing a sinus case last thursday (B)(6) 2015 and a piece of the tricut blade broke off during usage. He was able to retrieve the broken piece... There was no logical explanation as to why the blade broke. They opened another and continued the case without any further problems.¿ there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No consequences or impact to patient. The product analysis states, ¿when viewed under magnification, it was observed that a strip of metal had peeled off of the inside surface of the outer tube opposite from the mouth opening. A strip of metal that matched with the missing material in the tube was also returned.¿ this is a supplied material. Based on the above observations; the underlying cause is consistent with supplier. (B)(4).